Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via radial artery. The 99% stenosed target lesion was located at the moderately calcified and moderately tortuous left main trunk. A 8mm x 4.50mm nc quantum apex balloon catheter was advanced to post dilate the target lesion. The balloon was inflated at 12 atmospheres on the first inflation. On the second inflation, the balloon ruptured at 14 atmospheres. The balloon was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via radial artery. The 99% stenosed target lesion was located at the moderately calcified and moderately tortuous left main trunk. A 8mm x 4.50mm nc quantum apex balloon catheter was advanced to post dilate the target lesion. The balloon was inflated at 12 atmospheres on the first inflation. On the second inflation, the balloon ruptured at 14 atmospheres. The balloon was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received inside a carrier tube (hoop) within an nc quantum apex shelf box that matched the information on the device. Magnified inspection revealed the outer shaft was longitudinally torn adjacent to the proximal balloon bond. There was no other damage or irregularities. Functional testing showed a tear in the outer shaft prevented balloon inflation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).